Manufacturer narrative:
One sample was received for evaluation. No reported event was confirmed. A visual inspection was conducted and it was observed that the shaft of the outer cannula does not present any kinks and the inner diameter of the cannula does not present any irregularities or ridges. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during care, there was resistance to suctioning so the inner cannula was removed. They noticed a crack in the inner cannula below the connection site. A new inner cannula was used.